Event description:
According to the article "device closure of atrial septal defect: medium-term outcome with special reference to complications" from the journal cardiology in the young reported the following events: embolization in four (4) patients and was associated with short interior cava vein margin. In two (2) of the patients, the device embolized immediately after deployment. The devices were percutaneously retrieved. A larger device was implanted in one patient and the other underwent surgical closure. In other two (2) patients, the devices embolized within 24 hours and were surgically removed. One patient was a (B)(6) female and a 9-asd-020 was implanted in an 18mm defect. The second patient was (B)(6) implanted with a 26mm aso in a 23mm asd. Early complications included pericardial effusion, 2:1 heart block, infective endocarditis. Eight (8) patients reported migraine with aura. Two (2) patients developed mild aortic regurgitation which correlated with a device-to-defect ration of >1.3:1. There were no erosions, late embolizations, or thromboembolism. Atrial fibrillation occurred with three (3) adults.

Manufacturer narrative:
(B)(4).